Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Information added to this report: h6- device codes changed d7- explant date changedthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 09:10 am CT.the report number is being corrected from: 2183959-2018-61683to: 2183959-2018-60741.device not returned for evaluation.

Event description:
It was reported that the patient experienced a malfunctioned inflatable penile prosthesis (ipp) pump. The entire ipp was removed and replaced with a new one. No patient complications were reported in relation to this event.